Event description:
It was reported that during the generator change out the right atrial (ra) lead showed a "drastic rise" in thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074-52, lead, (B)(6) 2006. (B)(4).